Event description:
The customer reported that buttons were unresponsive and the insulin pump had a frozen display. The blood glucose reading was 162mg/dl. Troubleshooting was performed. Advised the caller to remove the battery for five minutes and to insert a new battery, but the frozen display continued with the time clock not advancing. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No blinking display noted. The insulin pump had normal operating currents and no unexpected battery out limit alarm noted.